Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a failure to access/secure hardware and intermittent drawer failures. A field service engineer reseated the rowboards, removed foil, meds and debris from drawer/trays, and replaced the pyxisbus cable on the main unit and the silicone keyboard cover to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system drawer issue, where the drawer was physically opened, but the system indicated that the drawer was not opened, thereby hindering the ability to proceed to the next step. The customer stated that there was a delay of 10 to 30 minutes in obtaining the necessary medication for a patient and there was no patient harm. There were no adverse events or injuries reported based on this event.